Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the hospital reported two new cases of 367812 inner cover can not remove the cover. Because the inner cover was not taken off, the probe of the assembly line was broken, the assembly line stopped, and the inspection report could not be issued normally."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® serum blood collection tube the stopper was difficult to remove. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the hospital reported two new cases of 367812 inner cover can not remove the cover. Because the inner cover was not taken off, the probe of the assembly line was broken, the assembly line stopped, and the inspection report could not be issued normally."

Manufacturer narrative:
H.6. Investigation summary: bd received 8 photos from the customer in support of this complaint. The customer photos were evaluated and the issue of closure separation (decapping) was observed as the rubber stopper is still intact with the tube and the hemogard shield is not attached. Additionally, 29 retention samples from the bd inventory were functionally tested and the reported issue was not observed. Therefore, closure separation is not duplicated based on retain samples testing results. This appears to be an isolated event. Bd was able to confirm the customers reported failure mode closure separation based on the customer photos returned; however, the root cause is could not be determined. The device history record was reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.